Manufacturer narrative:
The customer collects bhcg samples in lithium heparin plasma tubes. Per customer, the sample was normal in appearance with no hemolysis or fibrin present. Qc was within specifications before and after the event. A system check performed on 10/31/09 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument, no issues were noted. The fse conducted a diagnostic testing and qc; all results passed within instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained a false negative total bhcg (tbhcg) result for one patient. The initial tbhcg result was 1.34miu/ml. Subsequent testing produced positive tbhcg results in a different gestational category. The results were reported out of the lab. The patient also had a positive qualitative urine bhcg on (B)(6) 2009 and a positive qualitative serum bhcg on (B)(6) 2009. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.